Manufacturer narrative:
G4:22dec2020 b4:(B)(6) 2020 h6: patient code updated: the device was not in use with a patient at the time of the issue. The issue was discovered during servicing. It was reported that the biomedical technician attempted to fix the unit for several months without success. The unit was declared inoperable. No repair information was provided. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4:01dec2020. B4:02dec2020 . The customer has not responded to good faith efforts to gather additional information, so the case has been closed. A supplemental report will be submitted if new information is received. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 09jun2020.

Event description:
The customer reported that the unit alerted an oxygen valve liftoff failure. The unit was in use with a patient and the patient was switched to a different unit. There was no patient harm reported. The customer performed extended self test at which time the unit alerted to an exhalation valve test failure, oxygen flow delivery rate out of range, and crossover circuit failure. The manufacturer's field service technician provided remote support and advised the customer to change out the air and oxygen motor controller boards to see if that resolves the problem.